Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead migration. The patient underwent a revision wherein the lead was repositioned. The patient was doing well postoperatively. Nothing removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.